Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient called requesting information on their stent graft. The patient stated that he had an endoleak with a 5 cm aneurysm. The patient stated that there was a secondary aneurysm in the iliac artery at the distal end of the stent graft which was treated with glue. The patient was happy with the product as the original procedure was over 7 years ago. The follow up with the physician for this case revealed the following information. The intra-op angio showed no endoleak after implant. The CT scan done pre-op showed a 3.5cm aaa, and a 3.3 right iliac aneurysm. At time of index procedure the right internal iliac was coiled and the endograft was placed with no issues. Post implant CT showed no endoleak. Two years later the patient refused CT due to contrast and has never returned for follow-up. No additional clinical sequelae were reported and the patient is fine.